Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the customer reported that the device, sb936, detachable pouch 3x6" 5ea/box was being used on (B)(6) 2023 during a cholecystectomy procedure when it was reported ¿the black rubber piece is released in abdomen together with the endobag.¿. Further assessment questioning found that the fragment was retrieved with the use of a ¿laparoscopy clinch¿. The procedure was completed with a 10-minute delay. There was no report of injury to the patient or user, as well as no report of medical intervention or any prolonged hospitalization for the patient. The current status of the patient was reported as ¿normal¿. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.